Manufacturer narrative:
Liebel flarsheim manufacturing report: sixty four samples (1 case plus a 14 pc partial) was received from the user for investigation. The case does not appear to have been previously opened , at least all packages inside the case as well as the 14 separate units had not been opened. All of these were opened by myself to observe for foreign objects inside the syringe particularly on or around the plunger. The actual complaint sample has not yet been returned. Of the total trays opened for visual inspection, none showed and debris inside the barrel. So we feel that the incident was an isolated event. The manufacturing facility has been alerted to this issue. Product history: no other similar complant on this lot of product, two other silimar issues on this product number ie. Foreign object; one in 2002 a hair found in a syringe, and one in 2001 in which complaint was a bundle inside the syringe on a neuro procedure.

Event description:
The danish medicine agency has received an incident report dated 2004, concerning a near incident that occurred involving the syringe. The incident description states that twhilst unpacking the sterile device, the personnel observed a 1.5cm blue thread inside the syringe. The thread was laying on the black plunger without adhering to it.